Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). During the machine inspection, the fresenius fst identified the burnt plug and evidence of melting. To resolve the reported issue, the fst replaced the power plug. Therefore, the complaint event was confirmed.

Manufacturer narrative:
Plant investigation: the manufacturer is pending the return of the complaint sample for physical evaluation. A preliminary investigation of quality records was completed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident is pending the return of the cycler and a physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008t hemodialysis (hd) machine had a power plug that experienced heat damage. The prongs of the power plug appeared blackish in color and the plastic around the prongs had melted. During follow-up, the biomed reported that there was no burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burnt and melted power plug. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The plug was the original fresenius part on the machine. A fresenius regional equipment specialist (res) was called onsite and replaced the power plug, which resolved the issue. There was no damage observed on any other components, or any other additional issues related to the power plug. There was no damage to the hospital grade ground-fault circuit interrupter (gfci) outlet used by the machine. The biomed reported that the machine has been returned to service without issue. The power plug was reported by the res to be available to be returned to the manufacturer for physical evaluation.